Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of investigation.

Event description:
"Lap chole" - "doctor deployed bag and placed specimen in it. As he was pulling back shaft, the seam busted. Pulled out shaft and opened a new bag. It worked as intended. He pulled 2nd bag out with no problems and then pulled 1st bag out. They wrapped it up in a biohazard bag and sent to decontamination." Patient status - no patient injury or illness associated with the complaint event.

Manufacturer narrative:
Investigation summary: the event unit was not returned to applied medical for evaluation. In the absence of the subject device, it is difficult to determine the root cause of the event. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.